Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that when an intraocular lens (iol) was inserted into a patient eye, one of the haptics was sheared off and was missing. As he tried to retrieve the lens the remaining haptic broke off, which made it difficult to grasp the lens and a posterior capsular tear occurred. The wound was enlarged and the lens was cut into smaller pieces and removed from the eye. Another lens was implanted in the sulcus. The missing haptic was found in the cartridge. The patient had postoperative corneal edema. In a follow up, the surgeon reported that the corneal edema is persistent and may require additional treatment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received in a letter from the patient's legal representative indicating that the patient has macular edema, vision issues of blurring, ghosting, decreased vision and poor night vision, as well as, floaters, double vision, ocular headaches, irritation and persistent soreness ess. The patient's medical records were also included with the letter. It was determined that corneal edema was observed starting one day after the surgery. At the two weeks postoperative time frame, the patient saw a corneal specialist who indicated that the corneal edema was expected to resolve, but the patient may have to consider an endothelial keratoplasty procedure. At two months postoperative, a corneal suture was cut and an antibiotic eye drop was prescribed. At the nine month postoperative time frame,m the patient saw a retinal specialist and was diagnosed with cystoid macular edema. The patient's postoperative vision fluctuated initially, but over the course of the past year, has stabilized. After a recent follow up with the corneal specialist, the pt is noted to have posterior vitreous detachment, decreased corneal endothelial cell count, and microcystoid degeneration. Although endothelial, keratoplasty has been discussed as a possible intervention, the pt has declined up to this point.